Manufacturer narrative:
The device was received for evaluation. During evaluation, the device number 1 key was working intermittently and the top row second column soft key not working at all. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the keypad requires replacement to address this issue which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an intermittent number one key. No additional information is available.